Event description:
On at least four occasions within a month's time, the pentax endoscopes have become damaged by fluid invasion after having been reprocessed in the steris system 1 sterilizer/automated endoscope reprocessor. Four pentax endoscopes have become damaged due to a normally fixed scope part (air/water port) that has loosened thus compromising the watertight integrity of the instruments and allowing fluids to enter (and damage) the endoscopes. The problem stems from components of the steris qpc quick connect whose metal adapter screws onto the pentax endoscope air/water channel port. During normal use of this steris quick connect, the steris adapter can become "stuck" onto the pentax air/water port. When one tries to remove this connector, the pentax air/water port loosens, and can be completely detached from the endoscope. According to pentax, fluid invasion caused by this breach not only damages the endoscope, but can result in device malfunction and potential pt injury. Reporter has been told by the pentax corporation that pentax has repeatedly reported other customer complaints involving this same connector to steris, and has requested that steris take action to prevent re-occurrences. It is their understanding that steris has not yet taken any corrective actions. This medwatch form is being filed in the expectation that the FDA can persuade steris to take appropriate actions to rectify this situation.